Event description:
Report received via customer return of a model 726a/+23.0 (d) intraocular lens in that the haptic bent during insertion into the pt's right eye. According to the physician's operative report, he began to introduce the one piece pmma lens and it could be seen that the wound was slightly too small to allow passage. During attempted insertion, the inferior haptic bent. Subsequently, an identical 23.00 (d), model 726a lens was implanted without difficulty after having widened the wound. Injections of kefzol (superiorly) and celestone (inferiorly) were given. Maxitrol ointment was placed in the eye and the eye was covered with a protective shield. The pt was sent home in good contition. No further info is expected.